Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a broken stent and un-retrieved device fragments occurred. The treatment area was located in the ureter of the kidney. A flexima¿ ureteral stent was selected for use. After the procedure and during disposal of the flexima stent, the physician noticed that a piece had broken off and remained inside the patient's body. Percutaneous removal via the kidney using a snare was attempted; however, failed to retrieve the broken fragment. Around 3cm of the stent remained inside the patient's right calyx of kidney. No further patient complications were reported and the patient's status was stable.